Event description:
It has been reported to philips that there is a problem with the wireless footswitch. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that the system does not work. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Other options like the wired footswitch or hand switch can still be used when available. Philips has initiated a medical device correction (z-2485-2023). The codes were updated based on investigation outcome.